Event description:
The reporter, a gestational diabetic, states doing back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 211, 189 and 166mg/dl. Rptr did not have any symptoms. No harm was alleged. Followup attempts to contact the reporter for further info have not been successful.